Manufacturer narrative:
A request for the return of the device has been made.

Event description:
A fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump.